Event description:
Facility reported, "blood leak as soon as blood hit the dialyzer" (internal leak). Estimated blood loss 150cc. No medical intervention. The sample was discarded. Medwatch filed on blood loss.